Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument jammed. The surgeon applied another device to complete the procedure. The hosp has reported that no pt injury occurred.